Event description:
The pump was returned for investigation. Investigation revealed a dim and faded display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display was found to be dim and fading. A test display was used for investigation and was found to function appropriately. Unrelated to the complaint, testing revealed a cracked battery compartment. (B)(6).